Event description:
Defective disposable product. Per op report, it should be noted that attempts were made to do a maze procedure. However, due to equipment malfunction, we could not successfully perform this due to no energy source being available to do the required lesions. There was no harm to the patient.